Manufacturer narrative:
There was no product malfunction. A philips field service engineer (fse) went to the customer site, and obtained alarm logs from the central station. The logs were reviewed by a philips response center engineer (rce), who found that the system had alarmed for blood pressure, ECG, as well as desaturation (desat) and apnea events multiple times between 18:20 and 18:45. ECG leas off ("ECG eletrdn") messages were also seen, during this time. The fse indicated that the ECG alarmed audibly and visually on the monitor, and the alarms were also forwarded to the central station and the central station in the doctor's room. The patient had a drop in pressure, which was also alarmed, but was not noticed. The fse found that the volume of the monitor and the control panel was set to a minimum, which may have lead to the alarm not being noticed. The fse provided the results to the customer, and no parts were ordered and no repair was warranted. The device remains in use at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged that on (B)(6) 2019 at approximately 18:20 to 18:45, the monitor did not alarm for ECG or invasive blood pressure (ibp) for a patient in bed fe11. The patient had to be resuscitated.